Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection of the disposable device revealed that the tip of the waveguide was broken off on the device. The broken piece was not returned. Functional testing found the assembled device returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. It was reported that that the device had particulate matter. A related device issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if there is a contact with metal objects during use that will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, it was detected in the distributor that the packaging of the material had internal dirt. The packaging was sealed. There was no patient involvement.